Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that her blood glucose was extremely high. She can only remember waking up in the hospital, 1099 mg/dl. She could not remember any issues that occurred with the insulin pump. She only could state that she was wearing the insulin pump at the time of her hospitalization. Nothing further reported.